Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the coating was flaking and the site opened a new plasma blade. The generator was still in use. There was no impact to patient outcome.